Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that following the implantation of this right ventricular (rv) lead on (B)(6) 2025, the patient presented bradycardia. A fluoroscopic evaluation was subsequently performed, which revealed lead dislodgement; the helix appeared to have retracted from its original position. In addition, high pacing thresholds were also noted. The physician performed reprogramming options, resulting in a reduction of pacing thresholds and parameters within range. The patient was initially scheduled for discharge on (B)(6) 2025; however, hospitalization was extended by one day, and the patient was discharged on (B)(6) 2025 following observation. No additional adverse patient effects were reported. This rv lead remains in service.